Event description:
After being talked into this procedure as a safe one, it has affected me in the wrong ways. I have chronic headaches, along with chronic abdomen pain, and lower back pain, emotional roller coaster, frequent bleeding, and heavy periods, and lack of concentration issues.